Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported the delivery system froze on the filter wire. The stenosed target lesion was located in the internal carotid artery. A 10.0-24 carotid wallstent was selected for use along with a filterwire ez. However, during the procedure, the filterwire was unable to be successfully removed from the stent delivery system. The filterwire and the delivery system were removed from the patient's body at the same time and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.